Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had audio issue and when changed the audio the insulin pump beep sound is very low. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was beeping currently and happens very often recently. The insulin pump will not be returned for analysis.